Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download review showed errors but not related to customer complaint. Run receiver functional test's, fail audio. G5 global communication tool software test, fail sound tests. G5 global communication tool software test, fail sound tests. Perform manual functional tests "try it", fail. Open receiver case for internal visual inspection, pass. Perform speaker audio intermittent tests, fail. Measure the speaker resistance. Speaker resistance out of specification the reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.